Event description:
An area of visible erosion, in regards to the patient's pump was reported. It was described as being 1.5 x 1.0 cm. Reddened borders with no drainage was further indicated. The pump and catheter were explanted. A culture was taken. A wash with copious amounts of normal saline with potassium was noted. The patient was treated with augmentin. The patient had recovered without sequela. The pump contained baclofen 500mcg/ml.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: (B)(6) 2011; catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly noted. Analysis of the catheter revealed catheter body-user related hole. The catheter came back in two pieces. Sutureless connector (sc) had some indents down in the cup and do appear slightly off center. These indents do not appear to have affected infusion. A hole or what looks like a needle stick was found between the 33 to 34cm marks. The hole does go thru the catheter body.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed underinfusion at max rate only. The root cause was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.